Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified significant signs of wear from use about the implant threads. The device is fractured at the collar. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 12 and used for approximately 3 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured. The implant was shaking and broke. The doctor said there were no malfunctions or comments about the return removal tool. The reported complaint is confirmed following evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI , g4: date received by manufacturer, h3: device evaluated by manufacturer: change ¿no' to 'yes' , h4: device manufacture date , h6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was shaking and broke. The implant was subsequently removed from the patient's mouth.